Event description:
Physio-control received a report that there was physical damage to a connector/cable, and that, "that the test plug and therapy cable are defective." In this state, the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer

Manufacturer narrative:
Corrected data: section d1 product long description of the initial medwatch report indicated: quik combo section d1 product long description of the initial medwatch report should indicate: lifepak® 20e defibrillator/monitor section d4 model# of the initial medwatch report was blank section d4 model# of the initial medwatch report should indicate: 20e section d4 catalog# of the initial medwatch report indicated: 11110-000040 section d4 catalog# of the initial medwatch report should be blank physio-control did not receive from the customer any further identification of the lp20e device so product information fields in which information is not provided were intentionally left blank.

Event description:
Physio-control received a report that there was physical damage to a connector/cable, and that, "that the test plug and therapy cable are defective." In this state, the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report that there was physical damage to a connector/cable, and that, "that the test plug and therapy cable are defective." In this state, the device may not be able to provide defibrillation therapy if needed. There was no report of patient involvement associated to this event.